Manufacturer narrative:
Initial reporter first name: (B)(6). The actual device was not available; however two photographs of the sample were provided for evaluation. The photographs were visually inspected and an incorrect alignment between the twist clamp and the main body was observed. The reported condition was verified. The cause of the condition was determined to an assembly issue during the manufacturing process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of the minicap transfer set was unable to close; further described as ¿it does not close completely." This was observed prior to use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.